Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. No failure or malfunction was identified with the device that could have caused or contributed to the reported difficulty of drain volume that met the current criteria of an iipv incident. A cause of the iipv found in the logs was determined to be insufficient drain due to use error; clinician inappropriately set minimum drain volume percentage setting too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. A service history review (shr) revealed that no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 2011 at 08:41 with a drain volume of 3687 ml during cycle 4. Largest prescribed fill volume: 2300 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.